Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop on start up. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications.